Manufacturer narrative:
Photos of hapu along with part of the anchor fast device was provided for review. The actual device was not available. The lot number was not provided so a DHR review was not possible. The precautions section of the IFU states to minimize the risk of pressure injury, inspect the patient's lips, skin and oral cavity at least every two hours or more frequently if the patient's condition dictates. The routine care section in the IFU states to reposition the et tube from side-to-side at least every two hours or more frequently if the patient's condition dictates, to minimize the risk of injury to the skin and/or lips from unrelieved pressure and shear forces. The account reported that the tube was repositioned every four hours. It also states to discontinue use of the device if redness, skin irritation or pressure injury occurs. The account did not indicate how frequently they conducted this inspection. The IFU precautions states to use caution in patients with full or swollen lips [or] facial swelling. The account stated that they did not know if there was swelling prior to the hapu being observed. The IFU warnings states as with any fixation device, excessive pressure introduced by the device and/or patient's head and/or body position may cause dermal injury, tissue ischemia, or necrosis. Hollister cannot definitively determine the root cause of the upper lip hapu. Hollister provided product reeducation to the account.

Event description:
It was reported that a patient who had a hollister anchorfast oral endotracheal tube fastener in place for 7 days developed a full- thickness hapu on the upper lip mucosal area. It was reported that the et tube was repositioned every 4 hours. It is not known if the patient developed upper lip edema during use of the device, but the edema was present once the hapu was discovered. The hapu is currently being treated with a foam dressing.